Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leaky filter. The event occurred in the nicu. The product was returned and based upon information contained in the bag with the returned product, the leak occurred during patient use. Although requested there are no other event details.

Manufacturer narrative:
The customer¿s report that the filter leaked was confirmed. The set was visually inspected and no anomalies were observed. Functional testing was performed; the set leaked from the air vent of the 0.2 micron filter. The root cause could not be determined.

Manufacturer narrative:
Additional information provided from customer medwatch (B)(4).

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Event description:
The customer reported a leaky filter. The event occurred in the nicu. The product was returned and based upon information contained in the bag with the returned product, the leak occurred during patient use. Although requested there are no other event details.